Manufacturer narrative:
The t:slim x2 user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was 122 mg/dl. The customer reported that the cartridge was not reloaded but insulin was able to be resumed on the pump. Reportedly, the customer received 12.2 units during the fill tubing step as the customer remained connected at the site. Pump data revealed that the cartridge was reloaded onto the pump after the reset occurred. The customer's bg level dropped to 52 mg/dl. The customer consumed glucose tablets, juice, and crackers to stabilize bg levels. Multiple follow-up attempts were made by tandem technical support, however no response was received from the customer.